Event description:
It was reported the multi-lumen was inserted using an ij approach or sublavian. The catheter was in use for 3 days when it was discovered the proximal injection cap "snapped off" from the pigtail. As a result, the clinician immediately clamped off the line and later the catheter was removed. A peripheral line was started. There were no reported patient complications.

Manufacturer narrative:
We are not expecting the product to be returned. A follow-up report will be filed if more information becomes available.